Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a large area of skin with hyperpigmentation at the driveline exit site. The skin became hyperpigmented shortly after lvad was placed. The patient often complains that it itches and scratches the skin often. Multiple partial thickness open lesions were observed. Tan purulent drainage noted coming from around drive line site. Hyperpigmented skin was slightly warmer than surrounding skin. There was concern for possible cellulitis or contact irritant dermatitis. The patient was given kenalog spray. No additional information was provided.